Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the unspecified tissue injury cannot be determined. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report leaflet injury. It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) and a mitral valve ring implant. During a mitraclip procedure, as leaflet insertion assessment was being performed a new tear was noted on the posterior 1 mitral leaflet. The clip was removed and the procedure was discontinued. The next day the patient had surgery for a mitral valve replacement. There were no adverse patient sequelae and the patient was stable.